Manufacturer narrative:
Pump passed the self test and displacement test. Pump error 63(variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm. Customer clear alarm and finish complete prime process. The self test was ok. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.